Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The IFU states: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them," and warns against inappropriate reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for a total of 64 colony forming units (cfus) of multiple species of bacteria. The breakdown includes: 52 cfus of ochrobactrum sp, 7 cfus of citrobacter freundii, 2 cfus of stenotrophomonas maltophilia, and 3 cfus of pseudomonas aeruginosa. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for 1 colony forming units (cfus) of micrococcaceae which, is conforming to standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. The customer aspirates water through the channels and flushes out the instrument channel and suction channel. It was not specified if the customer uses detergent during the pre-cleaning process. During the manual cleaning process, the customer uses anios aniozyme x3 detergent and brushes the instrument channel, suction cylinder, and instrument channel port. The customer did not specify the brushes used during the manual cleaning process. The customer confirmed that this device passed the leak test. It was not specified if the scope was manually disinfected. For automated endoscope reprocessor (aer) treatment, a soluscope s4 machine is used with anios detergent and anios (disinfectant). The scope is dried using blew by filtered compressed air using a typhoon system and is stored in a typhoon storage cabinet. The customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. The customer confirmed that the water quality of the rinse water was controlled and filtered. The customer confirmed that the water filter was replaced periodically in accordance with the instructions for use (IFU). During the device evaluation, it was uncovered that the light guide rod lens was cracked. It was also observed that the mouthpiece was damaged. It was observed that the air/water and suction cylinders were scratched. Additionally, it was observed that the key top 1 had a scratch. It was also observed that the specified angle and orientation achievement did not meet the standard value. Lastly, it was observed that the air/water and biopsy channels did not meet specifications. The investigation is ongoing. A final report will be submitted upon completion of the investigation.